Event description:
The user facility reported that water was leaking from their reliance 130 cart washer and flooding nearby areas. Property damage was reported on the wall where the washer was located. No injuries, procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that water leaking from the gasket in the pump motor resulted in the reported flood. The technician replaced the gasket, tested the unit and returned it to service; no further issues have been reported. Steris has determined this to be an isolated event.